Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, there was no objects pushing against the button to have caused the alarm. Customer's blood glucose level was not impacted.